Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. The starclose clip was deployed, however, bleeding was noted. The bleeding was reportedly venous and not arterial. A couple of minutes of compression were sufficient to stop the bleeding, and an unspecified medication was applied to the access site. After a couple of hours, the patient's blood pressure decreased to 70mmhg systolic and the patient went into shock. The hemoglobin decreased from 12g/dl to 8g/dl, and a blood transfusion was given. Manual compression was applied for 20 minutes. The patient stabilized with no surgical intervention performed to reduce the hematoma. Though requested, no additional information was available.